Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could not be duplicated. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause could not be conclusively determined, but there was a possibility of failure of ccd and circuit board.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, a scope communication error e227 appeared. The event date was unknown. Other detailed information was not provided. There was no report of patient injury associated with the event.